Event description:
Report received of an under-delivery. The pump was programmed in the tpn mode, with an unspecified taper up/taper down, to deliver 250ml of gamimune at a rate of 94ml/hr. After two and one-half hours, the nurse noted the display indicated that 180mls had infused, but it appeared as though only 70mls had infused, with 18oml remaining in the IV bag. There was no reported audible alarm. In the attempt to restart the therapy, the replacement pump alarmed immediately for an occlusion. At this time, the nurse noted that the pt's peripheral IV access had clotted, requiring recannulation. There were no reported adverse pt sequelae. Though requested, no further information was available.